Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert for high impedances greater than 3000 ohms. The rv lead is from another manufacturer. The field representative attempted to create noise in bipolar configuration and the channel was clean. There was some myopotential noise in unipolar configuration. Technical services suggested to consider unipolar pace and bipolar sense programming to mitigate the issue. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, the lead from another manufacturer remains in service, thus analysis could not be performed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
Additional information is received, indicating that this pacemaker was removed for a therapy change to a cardiac resynchronization therapy pacemaker (crt-p). The pacemaker was returned for device evaluation.